Event description:
Report of explant of device system due to "infected pump system" received per annual device tracking report. Follow up with hcp revealed the onset/diagnosis of infection was in 1999. Patient symptoms included fever, swelling, and meningeal symptoms of headache and photophobia. The cerebrospinal fluid was negative for meningitis. The device pocket was the primary location of the infection. A culture was obtained of the device pocket and was positive for staph aureus. The patient was treated with IV and oral antibiotics and total device system explant. The infection resolved. The patient had an autoimmune disorder, corticosteroid use, debilitated status, als and history of burns.